Event description:
Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, dysfunction, loss of range of motion, lack of mobility, damage to surrounding bone and tissue, and elevated metal ion levels. Legal document further alleges the cup had failure of ingrowth and migration during the revision surgery. No revision has been reported for the left hip. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, dysfunction, loss of range of motion, lack of mobility, damage to surrounding bone and tissue, and elevated metal ion levels. Legal document further alleges the cup had failure of ingrowth and migration during the revision surgery. No revision has been reported for the left hip. Additional information provided in patient medical records indicate the right hip revision procedure on (B)(6) 2013 was due to a loose cup, and possibly a loose stem. The head and cup were removed and replaced. Additional information provided in patient medical records verified the initial product identifications for both hips. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 7 mdrs filed for the same patient (reference 1825034-2014-01151/-01152/-01153/-01154/-01155/-01156/-01157).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.(B)(4)